Manufacturer narrative:
No malfunction was found by service, which proceeded with the regular maintenance service. No patient involvement. Note: this is generated as a retrospective analysis.

Event description:
The customer reported "keyboard does not respond."